Event description:
It was reported that the patient was having to charge more frequently. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.